Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ble reset was performed and the ICD was restored in clinic. There were no patient consequences reported.